Manufacturer narrative:
The investigation into stroke/cva has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and while on support experienced a global anoxic brain injury. The patient presented to the hospital three days prior to the procedure with a non-st elevation myocardial infarction and decompensated into multi-pressor shock. The patient was taken to the catheterization lab, and the physician was unable to place an impella cp device as the physician had concern for the diseased groin vasculature. The shock team was called, and the decision was made to implant an intra-aortic balloon pump for mcs support at such time. The patient continued to decompensate and veno-arterial extracorporeal membrane oxygenation (va ECMO) mcs was started. Thereafter the patient was taken to the cardiovascular operating room for and impella 5.5 device which was successfully placed. The iabp was removed, and va emco remained. The patient was transferred to the unit on ecpella (ECMO and impella) support. A following morning, two days after start of mcs, the patient was taken for a computed tomography scan and an electroencephalogram which confirmed global anoxic injury. Discussion was made with the family with a decision to withdraw care. The patient passed away the next day following explant of mcs. The cause and whether the impella mcs may have cause or contributed to the anoxic brain injury are unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿